Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that the pump was programmed to infuse venofer (200mg/250ml) as a primary infusion at a rate of 250ml/hr and 27 minutes later the pump alarmed for air-in-line (ail) and the bag was discovered empty. There were no spills noted. The infusion data on the pump noted the remaining infusion duration of 33 minutes and vtbi of 139.5ml. No patient harm reported.

Manufacturer narrative:
The customer¿s report of an infusion completing sooner than expected was confirmed. Physical inspection noted the device to be in fair condition. The only anomalies observed with the device were that the door and the door latch did not spring open easily. There was also evidence of fluid residue throughout the lower door assembly. Internal inspection found significant evidence of fluid ingress near the lower inner housing and lower bezel as well as on and around the ail sensor. Analysis of the pcu event log shows the pump module s/n (B)(4) was programmed to infuse a custom concentration infusion of iron sucrose at a rate of 250ml/hr with a vtbi of 250ml at 6:04 am on (B)(6) 2015. At 6:31 am, the device alarmed for air in line. At 6:33 am, the device was channeled off. The volume recorded as being infused during this period was 110.531ml. The root cause of the customer¿s report of an infusion completing sooner than expected was not identified.